Event description:
Orthodontist reported that during the debonding of an apc clarity ceramic bracket, tooth dentin was exposed when an enamel fragment was removed from an upper right bicuspid tooth. Orthodontist repaired tooth with composite material. According to orthodontist, patient's tooth had a developmental groove. A developmental groove is defined as "a fine depressed line in the enamel of a tooth that marks the union of the lobes of the crown in its development". ("Current clinical dental terminology," c.o. Boucher, 2nd ed, 1974) orthodontist stated that he has debonded thousands of apc clarity ceramic brackets without incident, and that he believes the developmental groove in this patient's tooth was a factor in this event.